Event description:
It was reported that the user experienced episodes of low blood glucose at 39 mg/dl and high blood glucose at 388 mg/dl while using the ilet bionic pancreas and had been announcing meals when glucose was low. A customer support agent provided troubleshooting and education, including guidance not to announce meals during hypoglycemia and assistance to continue in bionic mode, and the user treated lows with oral glucose. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and component. No clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact and a delay to treatment or therapy. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.